Event description:
It was reported that pump experienced malfunction alarm with code malf 8 and had no notable events prior to occurrence. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump for insulin delivery, and technical support arranged shipment of replacement pump with updated software.